Event description:
The patient called lfs alleging that their one touch basic meter was prompting the "not ok" message. The message would appear upon powering the meter on. According to the owner's manual this would indicate that the meter may have electronic problems. The patient neither alleged harm nor experienced injury or medical intervention. They contacted a medical professional for advice; however no further treatment was sought. Based on the information supplied, there is an indication that the product malfunctioned and that the events meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. Patient's meter was replaced.